Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported that the tip of almost all of the tampons appeared partially open. She continued to use them and reported experiencing some pain and discomfort upon insertion. She stopped using the remaining tampons. She did not require medical assistance and she did not experience any serious adverse health effects.